Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. After the procedure it was noted that the patient¿s blood pressure had dropped and the heart rate had gone up to 110. An echo was performed and it was noted that the patient had a pericardial effusion. A pericardiocentesis was performed, and 100 cc was removed. The patient was stable and would be monitored.